Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had broken EKG cable. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, e1 initial reporter, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: e2. Due to character limit in e1 event site telephone (B)(6). A getinge field service (fse) evaluated the unit and replaced the cable assy, ECG leadwire set, 5-lead and cable assy, ECG trunk cable, 5-lead. All functional and safety checks were performed to meet factory specifications.